Event description:
The customer reported that the unit failed to detect the rem. Initial evaluation of the unit found the rem light would turn green and not red when removed from test box. This condition may result in the generator allowing activation when no pad is connected.

Manufacturer narrative:
(B)(4). The incident unit has been received and is under evaluation. When the unit evaluation is complete a follow-up report will be submitted.

Manufacturer narrative:
(B)(4). One used force triad generator was returned for evaluation. The reported condition was duplicated. The investigation confirmed a rem issue where when the rem pad was not connected to the patient or load box, the rem light would turn green. The investigation isolated the cause of failure to the steering relay board, but a root cause was not identified. The steering relay board was replaced.